Event description:
Lasik surgery: as a result, I have double vision in my upper left and upper right gaze. This was brought to the attention of the doctors at the laurel eye clinic, but I was told double vision was not a result of the lasik surgery. My health care doctor sent me to a neurologist, who sent me to an neuro-ophthalmologist. I had two MRI's and was told by the neuro-ophthalmologist the double vision was caused by the lasik surgery. At my last eye appointment, (B) (6) 2010, the upper left gaze double vision is worsening but still, the doctor did not acknowledge it could be from the lasik surgery. He tested me to see if the double vision is progressing and it is. Still, the doctor's only comment about it was, "I understand how frustrating it must be."